Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose which led to emergency room visit on (B)(6) 2024. Patient experienced one event of bent cannula on (B)(6) 2024 and two events on (B)(6) 2024 which led to emergency room. Troubleshooting confirmed patient did not rotate the site. During hospitalization patient received intravenous fluids of saline and insulin as a treatment. Patient was released from the hospital on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.